Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issues. The customer's blood glucose was 326 mg/dl at the time of call. Trouble shooting was performed and found lost sensor alert. Sensor was not pulling out. Advised customer to remove sensor and inspect. Customer stated cannula is shorter than usual. Advised to change sensor. Advised sending replacement courtesy sensor. The device will not be returned for analysis.